Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. At the time of the report, the customer had not addressed bg level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.